Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 45 mg/dl which was treated with bottle of juice. Customer¿s current blood glucose was 108 mg/dl. Customer also reports that they had sensor error and lost sensor alert. Customer declined troubleshoot for low blood glucose. The sensor will be returned for analysis.